Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic that the inuslin pump had the keypad anomaly. The customer reported that the buttons are hard to press and it do not respond anymore. Customer also reported that the scroll bar is not moving. Troubleshooting was performed successfully. No harm requiring medical intervention was reported. However, customer will discontinue the use of pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = clear. On april 05, 2022 the customer reported that the keypad buttons need to be pressed hard to get a response and short battery life. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken reservoir tube lip, partially detached retainer, cracked case on the battery tube side starting at the left belt clip rail, faded serial number label, peeling keypad overlay, cracked middle (enter) keypad button. After battery installation, the down and enter keypad buttons needed to be pressed hard to get a response. Devicet passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Thus software was utilized and uploaded trace/history files properly. No device error 25 was noted during testing, in the device history file, in the long trace file, or in the power management graph. The adapt tool reveals that the following related alerts/alarms occurred in high frequency around the event date: 104=low battery occurred may 05, /2021 03:31:00, april 30, 2021 00:58:01, & april 26, 2021 23:38:00.--each alert is within the expected interval of 2 weeks of one another. The adapt tool does not list any device errors that could potentially trigger a critical device error which occurred around the event date. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion underneath the keypad domes or on any of the boards, assemblies, and the motor inside the device. No damage noted to keypad assembly or the keypad traces, and the connector on electrical board1 was locked properly during visual inspection. The go back, up, left, down, and middle (enter) keypad buttons on the other hand failed the keypad voltage test. Using a digital multimeter to check for continuity, the ground trace of these buttons were connected together, the ground trace of the right and menu keypads were connected together, however, there is a disconnect between the grounds of both groups of keypad buttons. The disconnect was traced to around the u1 ambient light sensor component. It turned out that there is a broken trace at pin 4 of u1 as seen under a microscope. After inserting a known good electrical board 2 and a known good electrical board1 into the original case, the sleep current measurement fell within specs. After swapping the originalelectrical board 2 onto a known good electrical board1 and then into the original case, the sleep current measurement read high. After inserting a known good electrical board2 onto the original electrical board1 and then into the original case, the sleep current measurement fell within specs again. In summary, the customer¿s report that the keypad buttons need to be pressed hard to get a response and short battery life both were confirmed during testing. The keypad anomaly is due to a broken trace around u1 pin 4, and the high sleep current measurement is isolated to electrical board medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.